Event description:
It was reported the device would not calibrate and alarm would not shut off. Patient involvement is unknown.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. One infusion pump was received for evaluation. Visual inspection found the tamper seal to be broken, cracked bottom case, the scratched keypad, and damaged left plunger case. The devices event history log was reviewed for evidence of the reported event, and primary audible alarm? Power on self-test was found. To conduct functional testing, the device was powered on. Upon testing, it was revealed that the reported problem was duplicated. It was revealed that the c9 cap was loose in the interconnect board causing the reported issue. The interconnect board was replaced. As a preventative measure the clutch half's, left and right with leadscrew, spring, motor mount, worm gear and coupling were replaced as the parts were over ten years old. The damaged keypad, bottom case, left plunger case, and all plastic parts of the plunger head were replaced. Additionally, a cable guard was installed. The device then passed all functional testing. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.